Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 6-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot login into the station. A technical support specialist received an update from the customer it department stating that the issue had been resolved. According to the findings, the user's login credentials were saved on a remote pc, which was causing the problem. Customer it addressed the issue, and the login problem was successfully resolved. The system functioned as intended after the customer it resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the user cannot login got error as "unable to authenticate". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.